Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set cannula dislodged from body events on (B)(6) 2024 . The infusion sets were in use for less than one day. The patient resorted to multiple daily injection for 8 hours until the patient reached home followed by replacing the infusion set and resume insulin deliveries successfully. No further information available.